Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine tenderness, dysmenorrhea, diabetes, hypertension, thyroid disorder, pulmonary embolism, bacterial vaginosis and cholecystectomy. The patient also had a family history of diabetes, hypertension, thyroid disorder and pulmonary embolism. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: recurrent vaginitis") and dysmenorrhoea ("dysmenorrhea cramping"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), nausea ("nausea") and dyspareunia ("dyspareunia painful sexual intercourse"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, nausea, dyspareunia, vaginal haemorrhage, menorrhagia, vaginal infection and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, nausea, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jun-2020: pfs received. New events: abnormal bleeding (vaginal, menorrhagia), infection (bladder/urinary tract/vaginal) type: recurrent vaginitis,dysmenorrhea (cramping) were added. Plaintiffs information added. Onset dates for events updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine tenderness, dysmenorrhea, diabetes, hypertension, thyroid disorder, pulmonary embolism, bacterial vaginosis and cholecystectomy. The patient also had a family history of diabetes, hypertension, thyroid disorder and pulmonary embolism. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), nausea ("nausea") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, nausea and dyspareunia outcome was unknown. The reporter considered abdominal pain, dyspareunia, nausea and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 06-apr-2020: pfs and mr received- new event pelvic pain, abdominal pain, nausea and dyspareunia (painful sexual intercourse) were added. Reporter information, medial history and lab data were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.